Event description:
It was reported a patient acquired an infection and subsequently passed away coincident with peritoneal dialysis (pd) therapy. It was reported the home patient (hp) was hospitalized ¿about two weeks¿ prior to death for an unreported reason. The caregiver reported the patient was taking antibiotics (unspecified) prior to death. The cause of the infection was unknown. On an unreported date pd therapy was discontinued and the patient was placed on hemodialysis (hd) therapy (for ¿about 2 weeks¿ prior to death). Seventeen days prior to receipt of this report the patient passed away at home. It is unknown if the infection resolved prior to death. The cause of death was reported by the caregiver as a heart attack, this was not medically confirmed. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.